Event description:
It was reported that the patient checked into hospital experiencing diaphragmatic stimulation. The left ventricular (lv) lead was found to have no capture at max output. The lead is still in use with continued physician follow-up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.